Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 17-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the patient brought a needle and pen to the hospital saying that no fluid was came out after replacing the pen three times. After changing the pen, the liquid came out. So, it was replaced with a new pen and kept the needle with pen brought by the patient at the hospital. Tried a new needle to the pen was received from the patient the liquid came out. The patient asked to check it out because it might be a clogged needle. Row#2 was added for "np needle broken" after the actual sample was returned.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the patient brought a needle and pen to the hospital saying that no fluid was came out after replacing the pen three times. After changing the pen, the liquid came out. So, it was replaced with a new pen and kept the needle with pen brought by the patient at the hospital. Tried a new needle to the pen was received from the patient the liquid came out. The patient asked to check it out because it might be a clogged needle. Miki saito 2023/10/24. Row#2 was added for "np needle broken" after the actual sample was returned.